Manufacturer narrative:
MFR's report date: 03/23/2011. (B)(4). The investigation was unable to identify the exact root cause of the customer's experience however, the investigation did confirm evidence of dried spillage around the power inlet module and in various mating joints between the front and rear cases of the unit. The power cord exhibited carbon deposits around the live mains connector terminals and inside the fuse holder.

Event description:
The user reported that they received an electrical shock while plugging in the pump. The feedback suggests that the user did not sustain any serious injury as a result of this incident. The pump was not connected to a pt at the time of the event. No further info was available.